Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) did not take care of incision and the wound opened up and the tubing was exposed. Upon revision an infection was identified; therefore, the ipp was removed, and the incision was irrigated. The physician wanted to implant a malleable, however the incision did not look healthy. No additional patient complications were reported.